Event description:
On (B)(6) 2011, instrumentation industries inc. (Iii) was notified by (B)(6) of (B)(6) hospital that our be 3000-ra o2 instant flow valve was in use when a critically-ill premature infant was being moved from an infant warmer to an extracorporeal membrane oxygenation bed for transfer to the pediatric intensive care unit for ECMO therapy. To provide breathing gas to the patient during the move, it was necessary to disconnect her from hfov and use manual bag ventilation. During the move, oxygen was accidentally cut off to the patient due to someone placing a blood pressure cuff on the instant flow valve, which closed the valve and stopped the flow of gas to the bag. As explained to iii, the patient went into cardio-respiratory arrest. She was placed back on the hfov, where she responded to interventions. It was then noticed that the blood pressure cuff was resting on the instant flow valve.